Event description:
It was reported that the right ventricular lead had high impedance that were steadily increasing. The pacing threshold was unstable and also increasing. During the replacement procedure, it was noted that the insulation of the lead appeared to be peeling off. The insulation was frayed and worn. The lead was partial explanted and the reminder of the lead was capped. A new lead was implanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular lead had high impedance that were steadily increasing. The pacing threshold was unstable and also increasing. During the replacement procedure, it was noted that the insulation of the lead appeared to be peeling off. The insulation was frayed and worn. The lead was partial explanted and the reminder of the lead was capped. A new lead was implanted. No patient complications have been reported as a result of this event. It was additionally reported that the lead was fractured.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned and analyzed. Analysis noted connector other. The outer tubing overly had blood/body fluid, was melted, and had cosmetic environmental stress cracking. The outer tubing had environmental stress creaking breach/breach (non-electrical). The outer insulation had cosmetic depression. Visual analysis noted there was intermittency between the pin and cap on the is-1 connector noted as connector other. Performance data was collected from the device and analyzed. Weekly pace impedance trend data shows a gradual increase for min and max ventricular pace bi impedance equal to 684 to 1273 ohms peak between (B)(6) 2012.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned and analyzed. Analysis noted connector other. The outer tubing overly had blood/body fluid, was melted, and had cosmetic environmental stress cracking. The outer tubing had environmental stress creaking breach/breach (non-electrical). The outer insulation had cosmetic depression. Visual analysis noted there was intermittency between the pin and cap on the is-1 connector noted as connector other. Performance data was collected from the device and analyzed. Weekly pace impedance trend data shows a gradual increase for min and max ventricular pace bi impedance equal to 684 to 1273 ohms peak between (B)(6) 2011 and (B)(6) 2012.